Event description:
On (B)(6) 2026, a customer in canada reported to hologic that they had discrepant results for 2 aliquots of the same source sample tested in triplicate with the aptima hpv assay kit run on the panther plus instrument sn: (B)(6). On (B)(6) 2026, while performing a new assay kit lot validation, sample ID: (B)(6) was tested using hpv assay kit master lot (ml) 921025 and initially resulted hpv positive, then positive and negative upon retesting in worklist ID: (B)(4). Sample ID: (B)(6) was tested using hpv assay kit ml 927271 and initially resulted hpv positive, then negative and negative upon retesting in worklist ID: (B)(4). The customer expected the result to be negative based on previous testing. Logs for previous tests were not provided, and it is not clear whether these previous runs were using the same sample tube.

Manufacturer narrative:
Hologic reviewed the panther system logs and observed no signs of hardware failure or reagent preparation issues for worklist ID: (B)(4). The issue appeared to be sample related, most likely due to a low target concentration or sample mishandling. Hologic has not learned of any patient treatment or adverse patient outcomes due to this event.